Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), bladder perforation ("bladder perforation") and device dislocation ("migration of implant") in an adult female patient who had essure (batch no. B60753) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "pateint did not underwent essure confirmation test". The patient's concurrent conditions included overweight. In november 2013, the patient experienced migraine ("migraine") and headache ("headaches,"). On (B)(6)2013, the patient had essure inserted. In december 2013, the patient experienced bacterial vaginosis ("bacterial vaginosis,"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), arthralgia ("joint pain") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain"). In february 2014, the patient experienced nausea ("nausea,") and vaginal discharge ("vaginal discharge"). In november 2014, the patient experienced allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia painful sexual intercourse),") and alopecia ("hair loss."). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain") and pelvic pain ("pain"). The patient was treated with surgery (patient had surgery to remove the essure implant.). Essure was removed. At the time of the report, the perforation, bladder perforation, device dislocation, abdominal pain, pelvic pain, bacterial vaginosis, migraine, headache, nausea, allergy to metals, dyspareunia, vaginal discharge, weight increased, alopecia, abdominal pain lower, back pain, arthralgia and pain in extremity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, bacterial vaginosis, bladder perforation, device dislocation, dyspareunia, headache, migraine, nausea, pain in extremity, pelvic pain, perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight 202 lbs. Approximate weight at the time of essure placement 183 lbs. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Pregnancy test urine - on (B)(6)2013: results: negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), bladder perforation ("bladder perforation") and device dislocation ("migration of implant") in an adult female patient who had essure (batch no. B60753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "pateint did not underwent essure confirmation test". The patient's concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraine") and headache ("headaches,"). In (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginosis,"), weight increased ("weight gain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), arthralgia ("joint pain") and pain in extremity ("leg pain"). In (B)(6) 2014, the patient experienced nausea ("nausea,") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia painful sexual intercourse),") and alopecia ("hair loss."). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain") and pelvic pain ("pain"). The patient was treated with surgery (patient had surgery to remove the essure implant.). Essure was removed. At the time of the report, the perforation, bladder perforation, device dislocation, abdominal pain, pelvic pain, bacterial vaginosis, migraine, headache, nausea, allergy to metals, dyspareunia, vaginal discharge, weight increased, alopecia, abdominal pain lower, back pain, arthralgia and pain in extremity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, bacterial vaginosis, bladder perforation, device dislocation, dyspareunia, headache, migraine, nausea, pain in extremity, pelvic pain, perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight 202 lbs. Approximate weight at the time of essure placement 183 lbs. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Pregnancy test urine - on (B)(6) 2013: negative . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain most recent follow-up information incorporated above includes: on 5-nov-2018: new pfs +mr received- new events added: infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, migraines / headaches, nausea, nickel allergy, dyspareunia (painful sexual intercourse), pain, vaginal discharge, weight gain, hair loss., lower abdominal pain, lower back pain, joint pain, leg pain, patient did not underwent essure confirmation test were added. Lot number was added. Lab test added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), bladder perforation ('bladder perforation') and device dislocation ('migration of implant') in an adult female patient who had essure (batch no. B60753) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "pateint did not underwent essure confirmation test". The patient's medical history included bacterial infection. Concurrent conditions included overweight. In (B)(6) 2013, the patient experienced migraine ("migraine") and headache ("headaches,"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginosis,"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), arthralgia ("joint pain") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced nausea ("nausea,") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia painful sexual intercourse),") and alopecia ("hair loss."). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain") and pelvic pain ("pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the perforation, bladder perforation, device dislocation, abdominal pain, pelvic pain, bacterial vaginosis, migraine, headache, nausea, allergy to metals, dyspareunia, vaginal discharge, weight increased, alopecia, abdominal pain lower, back pain, arthralgia and pain in extremity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, bacterial vaginosis, bladder perforation, device dislocation, dyspareunia, headache, migraine, nausea, pain in extremity, pelvic pain, perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight 202 lbs. Approximate weight at the time of essure placement 183 lbs. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Pregnancy test urine - on (B)(6) 2013: results: negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, migraine, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received: reporter was added, essure removal date was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), bladder perforation ("bladder perforation") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain") and pelvic pain ("pain"). The patient was treated with surgery (patient had surgery to remove the essure implant.), surgery (patient had surgery to remove the essure implant.) And surgery (patient had surgery to remove the essure implant.). Essure was removed. At the time of the report, the perforation, bladder perforation, device dislocation, abdominal pain and pelvic pain outcome was unknown. The reporter considered abdominal pain, bladder perforation, device dislocation, pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.